Manufacturer narrative:
The technician used a brake/steer upgrade kit to repair the stretcher.

Event description:
Information rec'd indicates the brake casters at the head end of the stretcher will not engage when pressing the brake pedal.